Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) checked with integration support team and confirmed that access to as400 was not available. The tss then emailed user to continue investigating the issue through as400. With no further action required from the tss. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user mentioned that the orders were not crossing to myql, even though they could see active orders in as400. However, there were no delays, adverse events or injuries reported based on this event.